Event description:
Pain in pelvic, allergies to nickle, headaches/migraines, messed up menstrual cycle, sudden food allergies, painful sex. (B)(4).

Event description:
Additional info received from the reporter on 06/26/2014: hysterectomy done one (B)(6) 2014.